Event description:
New information notes that on sep 28, 2020, a lead revision was performed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ventricular lead impedance was observed to be high. There was no noise, no other electrical anomalies, and the patient is asymptomatic. Possible conductor fracture was discussed, and a lead revision was considered by the end of the month.